Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was alarming during prime or bolus. Customer blood glucose was 102mg/dl at the time of call. Customer has reverted to back up planner health care professional. Troubleshooting was not performed. The device return is not indicated.